Event description:
It was reported that the device misdiagnosed the rhythm, resulting in inappropriate anti-tachycardia pacing (atp) therapy. Programming changes were discussed but not made at this time. No patient symptoms were reported.